Event description:
Philips received a complaint on the v60 ventilator indicating that the there was an issue with the speed of the cooling fan. This investigation is ongoing. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 05dec2024, it was clarified that the device issue was that the cooling fan wasn't working at all. The asp provided that the cooling fan had been reinstalled by the hospital equipment department to resolve the issue. No replacement parts were required. The asp confirmed that the device was returned to full functionality and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.